Event description:
On (B)(6) 2012, the patient claimed the animas insulin pump had an issue with detecting the cartridge. Reportedly, the patient claimed his blood glucose was elevated around 250-350 mg/dl for the past few days. He reported on the morning of the day of the call, his blood glucose was at 180 mg/dl. The patient denied any having any symptoms that would suggest acute complication of diabetes. This complaint is being reported due to the alleged not cartridge detected issue. There was no evidence of a serious injury associated with the alleged issue. The patient's blood glucose of 250-350 mg/dl without symptoms did not meet the criteria of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump history was reviewed and there were no incidents of ''no cartridge detected'' alarms. The pump was able to rewind, load and prime successfully. Unrelated to the event the display was found to be dim and pink and the battery compartment was found to be cracked. The pump was exercised for 24 hours with no issues.